Manufacturer narrative:
Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI # is unknown as product serial number was not provided. (B)(6). Device manufacture date: unknown. (B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded. The serial number was not provided/reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony iol (intraocular lens) was explanted due to negative dysphotopsia the patient was unhappy with. The lens was originally implanted the (B)(6) 2018. Vision pre-explant was 6/6, the vision post-op was 6/5-2 n9. A new incision was necessary and the explanted lens was discarded. No additional information was provided.

Manufacturer narrative:
In review of the file, it was found that a duplicate complaint file has already been captured and reported under manufacture reporting number. No further information will be provided under this manufacturer¿s report number . All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.